Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, an error 23 occurred after the customer moved the endoscopic camera manipulator (ecm). The customer moved the patient side manipulator (psm) with no issues. The system was restarted twice, with no resolve. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and suspected the remote arm controller (rac) 3 or embedded serializer setup joint (essj) 3 was the cause of the issue. The tse asked the clinical sales representative (csr) to hard power-cycle, but the error returned. The tse informed the csr that the error 23 will reoccur when the ecm is moved, until a part replacement. The customer elected to convert the procedure to laparoscopic surgery. There was no reported injury. Per the isi field service engineer (fse), the surgeon started up the system after anesthesia was administered to the patient. The reported issue occurred after ports were placed. No instruments were being used at the time. Troubleshooting was performed prior to converting the procedure. The patient tolerate the procedure well and no patient injury was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the complaint during field evaluation. Error 25553 was identified pointing to the remote arm controller (rac) 3. The fse swapped rac3 with rac4 and noticed the error occurred for rac4. Rac3 was replaced. The embedded serializer setup joint (essj) 3 was also replaced due to error 17. The system was tested and verified as ready for use. The rac was returned to isi for failure analysis (fa). Fa investigation replicated the reported failure. The unit was installed into the test system and it failed with error 25553 due to 10 power cycles: (error 25553 class_6 hardware frl occurred on local rac). For the remote arm controller module (rcm) board was cause the of the issue.